Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 11-173662 m2a 38mm mod hd std nk 759770. Unknown taper unknown. X180313 bi-metric/x por nc 13x145 560360. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left total hip arthroplasty on. Subsequently, the patient was revised fourteen (14) years post implantation due to cobalt and chromium leaking from the implanted prosthetic device resulting in metallosis.